Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Customer had returned a sealed vial of test strips - returned test strips not tested. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 215, 209, 104, 183 and 179 mg/dl. The customer¿s expected am fasting blood glucose test result range is 90-100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the dining area. The test strip lot manufacturer¿s expiration date is 02/13/2027 and open vial date is 1-2 weeks. The meter memory was reviewed for previous test result history (date/time not set; customer stated she always tests am fasting): result 1: 215 mg/dl, date: unknown, time: 1:13 am fasting , result 2: 209 mg/dl , date: unknown, time: 5:34 am fasting, result 3: 104 mg/dl, date: unknown, time: 5:34 am fasting, result 4: 183 mg/dl, date: unknown, time: 6:50 am fasting, result 5: 179 mg/dl , date: unknown , time: 1:05 am fasting.